Event description:
Cannot sit or walk for long periods, sleeping is difficult. Headaches. Throbbing at night. Fully active during day piercing and stabbing pain when walking-sitting-standing. Hip was implanted (B)(6) 2012 pain began (B)(6) 2015 and has escalated to present, (B)(6) 2017. Paid out of pocket for metal testing. Doctors are not updated on metal testing. The depuy pinnacle hip is causing metal poisoning and should be recalled.